Event description:
Customer reported that the insulin pump became frozen and that she received a button error alarm. She stated that none of the buttons worked. She stated that leading up to this alarm, she had the insulin pump on her when she was sitting next to a pool. She stated that this alarm was not resolved and that the buttons did not begin to work again within five minutes after a battery change. The blood glucose reading was 224 mg/dl. Nothing further was reported.

Manufacturer narrative:
The device alarmed button error and had no button response due to moisture damage on the keypad traces. A test keypad was used and the device responded properly to button presses and the time advanced. No frozen screen was noted. The device had a scratched display window, a cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip. No moisture damage was noted on electronic assembly or on motor.